Manufacturer narrative:
This report is being filed to provide in root cause: the analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual processvariable was identified and the signals in the run data file indicate that the trima accel systemoperated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. Analysis of the rundata file showed that 14 ¿draw pressure too low¿ alerts were generated by 11 minutes into theprocedure. In response to these alerts, the operator adjusted the ¿draw flow¿ down one time.this adjustment was made when the draw flow rate was low, having only reaching the beginningof the draw flow ramp that occurs while the lrs chamber is setting up for collection, before theplatelet valve is opened for collection. Due to the early adjustment, the draw flow rate andconsequently the flow rate through the lrs chamber were significantly reduced for the entiretyof the procedure. When the flow through the lrs chamber is greatly reduced, the risks ofcontamination of leukocytes (wbcs) are increased.

Event description:
Donation ID: 19100296.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Analysis of the run data file showed that 14 ¿draw pressure too low¿ alerts were generated by 11 minutes into the procedure. In response to these alerts, the operator adjusted the ¿draw flow¿ down one time. This adjustment was made when the draw flow rate was low, having only reaching the beginning of the draw flow ramp that occurs while the lrs chamber is setting up for collection, before the platelet valve is opened for collection. Due to the early adjustment, the draw flow rate and consequently the flow rate through the lrs chamber were significantly reduced for the entirety of the procedure. When the flow through the lrs chamber is greatly reduced, the risks of contamination of leukocytes (wbcs)are increased. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The donor unit ID was not provided by the customer. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.